Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011091 in question was manufactured at the reynosa site. Threshold analysis: pendiente a query was run on 04-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010605. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011091 was manufactured according to the work instruction (wi) version 120 and manufactured in the lii03 on 22-jan-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the packaging process (the issue is related to a human error which is not linked to the performance of the process), and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, one non conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
Reference number (B)(4) event occured in denmark. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use less than 24 hours. The patient went to emergency room for 4 hours with a blood glucose level of 21.7 mmol/l and ketone levels of 1.2 mmol/l and the patient was treated with intravenous fluids of saline and insulin. No additional information available.